Event description:
The pt was revised due to lack of ingrowth of the femoral component. Pt is 5'2".

Event description:
Patient will be revised due to lack of ingrowth of the femoral component. The doctor told the co's rep that the patient is in extremely poor health and the failure is more due to their anorexia and related medical problems. He also blames heavy smoking and poor circulation for part of the pt's condition.